Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set sites stopped working. Customer's blood glucose (bg) level was approximately 500 mg/dl. A manual injection was administered to address bg. No additional information regarding this issue was provided. Reportedly, infusion sets were changed and resumed insulin pump delivery to address the issue.